Event description:
Related manufacturer reference number: 2017865-2022-11825. Related manufacturer reference number: 2017865-2022-11827. It was reported that a patient presented in-clinic for an explant procedure. Examination of the patient's lead revealed high capture thresholds. During the procedure and during an attempt to place a left ventricular lead was found to be difficult to remove from the guidewire, and the left ventricular lead was found to be damaged. Additionally, a steerable catheter used was found to have perforated the patient blood vessels, resulting in additional surgical intervention to resolve the complication. The exiting lead was capped on (B)(6) 2022, and implant of the left ventricular lead was abandoned. The patient was stable throughout.

Manufacturer narrative:
Correction :d4: serial number should be (B)(6).

Manufacturer narrative:
The reported event of ¿wire could not be withdrawn from the electrode and the hydrophilic coating peeled off the wire¿ was confirmed. As received, a complete lead was returned in two pieces with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.